Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction hose was untwisted, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was intermittently not able to perform fluid suctioning. There was no report of patient involvement.